Event description:
The customer reported a tandem mobi cartridge alarm issue that occurred during the loading process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and educated the customer on proper procedures for loading cartridges. As a resolution, a replacement pump and cartridges were sent to the customer, who will use mdi as backup therapy. The customer was instructed on how to put the pump into storage mode and how to return the problematic pump to tandem using a pre-paid label.